Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. False-negative result. The user reported that they tested the night on (B)(6) 2025 with flowflex plus and received a negative result. On the morning on (B)(6) 2025, they tested with an ihealth covid-19 and flu combo test and received a positive test result for flu a. The user is currently following up with a healthcare provider to receive further testing. The user confirmed that they have an unused flowflex plus test and they purchased both flowflex plus tests at walmart.